Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection observed two breaks in the sheath. The first break was a clean break between the two halves and the second break, the inner coil was unraveled, and the ptfe liner was exposed. Corrective action was opened to further investigate and determine potential root cause. Additional surgical intervention is listed in the device labeling as a potential complication/adverse event. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Upon receipt of the device a full evaluation will be completed. The device labeling includes the following warning statements: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix sheath against resistance without careful assessment of cause of resistance using fluoroscopy." The device labeling includes the following precaution: "use caution when manipulating or advancing the artix sheath through a stent or graft." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2024 a 62-year-old male patient underwent right lower extremity (rle) thrombectomy. The patient had a history of smoking, peripheral artery disease, and multiple peripheral artery disease procedures in the right leg. The patient had notable scar tissue in the left femoral artery due to the multiple interventions and had several metal closure devices. The length of the occlusion was measured at greater than 15cm and the age was estimated at 14 days. During the procedure, an artix thin-walled sheath 65sm (artix sheath) was inserted into the patient's left femoral artery and advanced proximal to the bypass graft origin over a short angled stiff .035 glidewire, the glidewire was exchanged for a .014 command wire, paired with a 150cm quick cross catheter to navigate distally through the graft to the post tibial anastomosis. The artix covered funnel catheter (funnel catheter) was then advanced to the bypass origin. The artix mechanical thrombectomy catheter (mt) completed three passes. Several additional passes were completed with the mt, successfully removing all the target clot. When the physician attempted to remove the artix sheath, the sheath split abruptly near the hub. The outer sheath then separated completely, leaving only the metal braiding connected to the hub and the remaining portion of the sheath retracted below the skin's surface. The patient was then taken to an operating room for a cutdown and sheath retrieval. The surgical team successfully removed scar tissue, closure devices, and metal remnants of the sheath before gaining access to the femoral artery and extracting the remaining portion of the artix sheath and the patient was transferred to recovery. The evening of the procedure, the patient was reported stable.